Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after stent graft deployment, during final angiogram, an endoleak was noted. The implanting physician went through several steps to identify the source of endoleak and it was determined that the type iii endoleak, fabric was coming from the main body section of the etbf in the area of the flow divider. The physician then implanted and re-lined with and aui stent graft and converted to aui procedure. The endoleak was resolved after initial device was re-lined with the aui. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Recall of unused product only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Received additional information. Per the physician, there were no follow up events. However, the patient died within 48 hours following surgery. Per the physician the death was related to the procedure but not related to the device. The patient was frail and unable to tolerate the open surgical portion of the overall procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.